Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the unexpected delivery of a ventricular tachyarrythmia therapy and the rv lead integrity alert triggered. It was noted the sic went up to 1224 (within 1 day), along with ventricular tachycardia (vt) non-sustained (ns), ventricular fibrillation (vf) and high rate-ns episodes and evidence of oversensing during (B)(6) 2015, including unexpected shock on (B)(6) 2015. The rv pace lead impedance was 4047 ohms on (B)(6) 2015 and the rv lead integrity alert (lia) occurred for increased sic count and 2 or more high rate-ns episodes <(><<)>220 ms on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient received inappropriate therapies and a right ventricular (rv) lead fracture was observed, along with oversensing and noise and high rv pacing impedance. It was noted a device alarm triggered three days prior to the inappropriate therapy but the patient did not respond to the alarm. The rv lead remains in use and a revision procedure is scheduled. No further patient complications have been reported as a result of this event.